Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b5: the literature source can be accessed by copying and pasting the following doi link into a browser: doi: 10.1007/s00590-024-03897-8. D1, d2, d3, d4, g4-510k: this report is for an unknown nail head elements: pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sanjosé-pardo I, valle-cruz ja, donadeu-sánchez s, aguado hj, país-ortega s, montoya-adarraga j, díez-rodríguez á, alonso del olmo ja, mingo-robinet j. Is immediate weight bearing safe for subtrochanteric femur fractures in elderly patients treated by cephalomedullary nailing? A multicentric study in one hundred eighty-two patients. Eur j orthop surg traumatol. 2024 may 4. Doi: 10.1007/s00590-024-03897-8. Epub ahead of print. Pmid: 38703201. Objective/methods/study data: the purpose of this retrospective analysis study is to determine the mechanical complications of immediate postoperative full weightbearing for subtrochanteric femur fractures in elderly patients treated with a cephalomedullary nail. Between january 2013 and december 2021, a total of 182 patient divided into two groups. Immediate full weight bearing (ifwb) consist of 138 (114 females and 24 males with the mean age of 85.81), while the non or limited weight bearing (nlwb) consist of 39 females and 5 males with the mean age of 84.63. According to the implant used, 25 patients were treated with a short- and 157 with a long-intramedullary nail. Of them, 57 were treated with the pfna and four with the tfna (synthes, oberdorf, switzerland) and the rest of the patients were treated with the competitor's devices. The average radiographic follow-up period was 17.4 months (range 12¿94). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: pfna and tfna (synthes, oberdorf, switzerland). Adverse event(s) and provided interventions possibly associated with unk - nail head elements: pfna blade (qty 1): unknown patient with seinsheimer type iic fracture treated with pfna nail presented a cutout complication required reoperation with new fixation and head cementation. Adverse event(s) and provided interventions cannot be associated with a specific device manufacturer due to insufficient information: 5 patients had long nail implant failures. 1 patient had short nail implant failure. 2 patients reported that union were not achieved and one of these patients required distal dynamization of the nail removing distal locking screws. 23 patients had delayed union. 99 patients were fixed in varus (< 125°) but only one of these fractures failed to unite. 161 patients had a tad of < 25 mm but 3 of them were reoperated due to cut out. 21 patients presented tad > 25 mm, requiring reoperation in 3 cases due to one case of nail breakage and two cases of cut out. 35 fractures (distraction at the fracture site was more than 5mm). 2 of them needed reoperation due to implant failure and one nail breakage. 1 case of distal-screw placement and 1 arterial bleeding in 1 case were associated during intraoperative. 4 cases of loss reduction: a type-iib that suffered a cutout and a type-iiia that suffered a nail breakage and all three needed reoperation. 1 seinsheimer type-iia fracture with loss of reduction did not need reoperation. 5 patients required reoperations due to deep infection. 2 cases required nail dynamization due to implant discomfort or non-union and 1 case due to malreduction and 1 case of avascular necrosis of the femoral head that needed an elective total hip arthroplasty 13 months after the fracture. 6 patients needed reoperation due to mechanic complications. Regarding mechanic postoperative complications, there were 7 cases of implant failure. 1 of them was a cut through of 5 millimeters that did not need reoperation, and another was a back-out that was reoperated with new fixation due to implant discomfort. 5 patients were reoperated due to mechanic complications, 4 cutouts (2 a total hip arthroplasty and 2 treated with new fixation with head cementation) and 1 nail breakage (treated with new fixation with head cementation). This report involves an unknown nail head elements: pfna blade. This is report 1 of 1 for (B)(4).